Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing which resulted in inappropriate atrial tachy response (atr) episodes with a non- boston scientific right atrial (ra) lead. This was a result of the minute ventilation (mv) oversensing. It was also noted there was a jump of 100-150 ohms on the ra pacing impedances however, they were within range. Currently, the respiratory rate trend feature is programmed off and there is no need to bring the patient in for a follow-up. This crt-p and non- boston scientific ra lead remains in service. No adverse patient effects were reported.